Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a bent cannula. The customer's blood glucose was 243 mg/dl. The customer stated it was their first day on the infusion set. The customer was advised of the reasons behind a bent cannula. The customer also reported being hospitalized for diabetes ketoacidosis. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 1050 mg/dl. The customer stated they were hospitalized for four or five days. The customer also reported a no delivery alarm. Troubleshooting found insulin was able to exit during a fixed prime. The customer was advised the no delivery alarm may be caused by the bent cannula. No additional information provided.